Manufacturer narrative:
Inspected device at user facility. Determined that user facility had altered device. Device taken out of service. Have requested device be returned to manufacturer for further analysis.

Event description:
Resident was being showered on a pvc shower gurney when the resident turned on his side to have his back washed, the side rail dropped down and the resident rolled off the gurney and fell to the floor. The resident had his arm and hand on the rail at the time it dropped down. Uf #(B)(4).